Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was reported that the pump was very hot when removed from the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Incident description: the reporter stated that "battery" was very hot when removed from the pump. The previous report indicated that the reporter alleged that "pump" was very hot when removed from the pump in error.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-may-2019 with the following findings: during investigation, there was no activity relating to the complaint observed in the black box or download history. There was no voltage drop in the black box. There was no overheating duplicated during testing. The pump¿s electrical current draws were found within specification. The pump was opened and there was no damage or evidence of internal moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.